Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to an occlusion. Therefore, they tried to treat it with correction bolus via pump, but on last thursday ((B)(6) 2023), the patient first went to the emergency room due to high blood glucose level. His highest blood glucose level was 1050 mg/dl and had high ketone level which was assessed by the healthcare professional as dangerous/life threatening. While in the hospital, the patient went under additional test where they found multiple blockages in his heart. He went through triple bypass surgery a day after. Further, he was transferred to the intensive care unit. Moreover, the site location was patient's abdomen and the infusion set had been used for two days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication drip (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.